Event description:
International affiliate reports that three months following the initial surgery, an x-ray revealed the innie set screw had separated from the expedium monoaxial screw, revision surgery was required. The affiliate has attributed the difficulty to the expedium monoaxial screw.

Manufacturer narrative:
No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cycilcal loading of the device over time. Notches, scratches, or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.